Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter broke. This was discovered during use. The following information was provided by the initial reporter: a pvc placed on a patient broke and could only be removed from the vein using tweezers. According to the customer, this problem has already happened before.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020 h.6. Investigation summary one used sample and seventy-seven representative samples were received by our quality team for evaluation. The used sample was subjected to visual inspection. A clean cut was observed on the broken end of the catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. The representative samples were also subjected to visual inspection, no abnormalities were observed on the catheters. Therefore, the team was able to confirm the customer experience based on the used sample received. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is also an automated vision inspection system that can detect and reject products not meeting the lie distance requirement. If the catheter is broken in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter is broken before use. Based on the investigation and analysis, the reported non-conformance is not caused by the manufacturing process. The probable cause of the broken catheter could be due to a cut by a sharp object such as scissors during product removal from the vein. However, the user would have read and followed the instructions for use in the shelf box, which states "do not use scissors at or close to the insertion site." Therefore, the root cause cannot be determined.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter broke. This was discovered during use. The following information was provided by the initial reporter: a pvc placed on a patient broke and could only be removed from the vein using tweezers. According to the customer, this problem has already happened before.

Manufacturer narrative:
The following fields have been updated with corrections: f.10. Device codes: 1354, 2944.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter broke. This was discovered during use. The following information was provided by the initial reporter: a pvc placed on a patient broke and could only be removed from the vein using tweezers. According to the customer, this problem has already happened before.